Event description:
Patient was in operating room suite undergoing a total hip arthroplasty. Surgeon was using drill bit when drill bit broke into two pieces, with the end embedded into the patients bone. Surgeon was able to remove end of drill bit from patient's bone without any adverse effects to patient. Surgery continues and completed successfully. X-ray taken intraoperatively to confirm all pieces of the drill bit were not retained in the patient. X-ray confirmed no retained material. FDA safety report ID# (B)(4).